Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted and replaced due to recurring incontinence and patient dissatisfaction. It was also reported that the patient was using 3 pads per day. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.